Event description:
It was reported by rcs that a stroller unit was placed on a pt. The pt was in a nursing home in (B) (6). After some time, frost was observed on the cannula and the pt rec'd burns on the upper lip and nose. Someone else removed the cannula. The pt was taken to the ER for eval. Rcs did not believe the injuries to be extensive. There were red marks above the lips. The pt was released from the ER.

Manufacturer narrative:
The unit has not been returned to caire inc. For eval. The unit is to be shipped back on april 7, 2010. The unit will be evaluated and a follow up report will be submitted.